Manufacturer narrative:
1 x echo-19 of lot number c1202663 (pr (B)(4)) is awaiting return to (B)(4) for evaluation. On return of the device a lab evaluation will be carried out and the investigation updated. The customer complaint is considered confirmed based on customer testimony. As the device is awaiting return for evaluation and the conditions of device usage cannot be replicated in the laboratory it is therefore not possible to conclusively determine the root cause of this complaint. The customer complaint is considered confirmed based on the customer testimony. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). The notes section of the instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. A review of the manufacturing records for this echo-19 of lot number c1202663 was carried out. There were no discrepancies in the manufacturing records that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1202663; upon review of complaints this failure mode has not occurred previously with this lot # c1202663. There is no evidence that a fragment of the device remains inside the patient's body. The patient did not require any additional procedures due to this occurrence. The physician noted that trauma to the patient was minimal when retrieving the fragments. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The distal tip of the needle broke off in at least two places during the procedure. The physician reviewed x-rays and determined that there was no evidence that suggests a fragment remained inside the patient's body. During the initial procedure, the physician retrieved the two fragments from the patient with a rat tooth forceps. During retrieval, the physician grabbed the needle at one end minimizing patient trauma. The two retrieved fragments are being returned for investigation.

Manufacturer narrative:
On evaluation of the returned device, it was noted that the needle was returned in 2 pieces. The end piece of the needle that was broken measured 2.75mc. The very tip of the needle had damage to it. The 2nd piece of needle measured 3.4cm and had a kink 0.8cm from the end. The engineer present commented: the damage to the needle tip was mostly likely the cause of the needle breakage as it would have caused difficulty puncturing. The customer complaint was confirmed as the needle was broken. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that this issue affects the entire lot # c1202663; upon review of complaints this failure mode has not occurred previously with this lot # c1202663. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a final report following the completion of the investigation. The distal tip of the needle broke off in at least two places during the procedure. The physician reviewed x-rays and determined that there was no evidence that suggests a fragment remained inside the patient's body. During the initial procedure, the physician retrieved the two fragments from the patient with a rat tooth forceps. During retrieval, the physician grabbed the needle at one end minimizing patient trauma. The two retrieved fragments are being returned for investigation.